Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that high capture threshold was observed and that the impedance has gradually been increasing. The lead was capped.